Manufacturer narrative:
Investigation summary: one sample was received for evaluation. It has no packaging flow wrap, no solution. It has tip cap and plunger rod-rubber stopper. The plunger rod-rubber stopper was pulled up to the 10ml mark. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the first complaint for the lot# 8107671 for the same defect or symptom. There was no documentation of issues for the complaint of batch 8107671 during this production run. Investigation conclusion: the sustaining force was measured at 13.65n. Sustaining force specification is<20n. Reading is within specification therefore failure mode is not verified. Root cause description: reading is within specification therefore failure mode is not verified. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd posiflush¿ saline 10ml syringe there was resistance that you could not push the plunger.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd posiflush¿ saline 10ml syringe there was resistance that you could not push the plunger.